Manufacturer narrative:
¿Date of event¿ is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had an unrelated surgery on unknown date during which the ipg was not put into surgery mode. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting did not resolve the issue. Surgery may occur to address the issue.

Manufacturer narrative:
Additional information: h6 - method code: 4112 has been entered.

Event description:
Additional information was received that surgery occurred during which the ipg was explanted. The date of explant is unknown.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.